Manufacturer narrative:
The customer observed that the critical emergency patient had arrived in very bad condition prior to being placed on the CT table. The operator then stated that while the critical patient was being positioned on the table, the patient vomited and also lost different fluids from other parts of their body, and then died. The device operator stated that the patient passed away before any CT scanning was started, so it would appear that the device did not malfunction during this event.

Event description:
It was reported to siemens that on (B)(6) 2018, just before an emergency patient scan procedure with a somatom emotion system, the patient vomited on the table while being positioned, and then the patient died. The CT device did not malfunction as the CT diagnostics were not even used before the patient passed away. According to the operator's statement the device had no malfunction at the time in question and did not cause or contribute to the patient's death.